Manufacturer narrative:
The product was returned to pentax medical for repair. Our technician checked the returned unit and confirmed that the air/water channel clogged. Based on the result, we concluded that it was caused due to the inadequate/insufficient reprocessing at the facility on the air/water channel. In addition, our technician confirmed that the ccd drive pcb fluid damage, the electrical pin connector fluid damage, the lg connector fluid damage, the lcb (light carrying bundle) broken, the laser cut filter broken, the air/water nozzle clogged, the lg connector leak, the objective lens scratched, the insertion flexible tube dirty, the light guide cable dirty, the segment worn out, and the air/water socket chipped/cut o-ring; however, these defects are not the main cause, and/or irrelevant to the alleged complaint. Based on the technical report "hr-rpt-0630(air/water & jet water channels)" and/or the risk analysis results, it was evaluated to submit MDR.

Event description:
The time of event is not during procedure. There was no report of patient harm. Air/water tube clogged.